Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 3 states, ¿pain and/or loss of function.¿ number 30 states, "material and wear debris sensitivity reactions." Methods: labeling evaluation. Examination of returned device found no evidence of product non-conformance. A dimensional evaluation is not possible due to the state of the implants, including numerous marks and gouges made from other instruments. A conclusive root cause of the event could not be determined. This report is number 3 of 6 MDR's filed for the same patient (reference 1825034-2012-02338 / 2016-02752 / 02754 / 02755 / 02756 / 02776).

Event description:
Patient underwent a left hip revision procedure approximately sixteen months post-implantation due to pain and fracture of the distal stem at the modular junction of the femoral components. During the procedure, fretting and wear of the trunnion of the proximal body and metallosis were noted. The proximal body, distal stem, femoral head, and acetabular liner were removed and replaced with competitor product.